Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cylinder hose presented a breakdown on the o-ring of the co2 hose. The issue occurred during maintenance, not in a clinical setting. There were no reports of patient involvement.